Event description:
Instrument did not work properly - forceps difficult to open. No adverse consequences were reported.

Manufacturer narrative:
Summary of evaluation: functional inspection confirmed the difficulty to open the forceps. Visual inspection identified the rotation axis of the forceps is bent. Root cause impossible to determine. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.